Manufacturer narrative:
Concomitant products: product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-33, lot # j0340562v, implanted: (B)(6) 2003, product type lead; product ID 3487a-33, lot # j0337542v, implanted: (B)(6) 2003, product type lead. (B)(4).

Event description:
It was reported that the patient had high impedances of >36k ohms on electrodes 2, 4, 5, and 6. The group impedance for program 1 was 577 ohms with 2.689 ma of current at 1.6v with electrodes 0 and 3 as the anodes and electrode 1 as the cathode. For program 2, the group impedance was 982 ohms with 1.253 ma of current at 1.25v with electrode 3 as the anode and electrode 7 as the cathode. The patient was reported to be getting good stimulation coverage. Since the summer the patient had fallen twice and in the past 3-4 months had been feeling a non-painful, radiating tingling sensation from her head to her toes, which was reported to feel different from the sensation created by the stimulator. The tingling sensation was reported to have started before the patient¿s falls. The patient felt the tingling when stimulation was turned off and when stimulation was on, even though stimulation was kept at 0.2v. The patient had changes in her spine anatomy and had not had any scan done since 2003. Additional information received reported that the patient¿s healthcare provider had ordered ¿new films.¿